Event description:
It was reported that during a rotational atherectomy treatment procedure removal difficulties occurred. A 1.25mm rotalink plus device was used in the distal left anterior descending artery. Following use of the device removal difficulties occurred. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device lot number corrected from 0015469556 to 15452450.device manufactured date corrected from 08/27/2012 to 08/14/2012.device evaluated by mfrthe burr was microscopically examined. The annulus of the burr was found to be slightly misshapen. No issues were noted with the diamonds of the burr. There were no scratches that exposed brass on the plated back half of the burr.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure removal difficulties occurred. A 1.25 mm rotalink plus device was used in the distal left anterior descending artery. Following use of the device removal difficulties occurred. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).